Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns programming want was unable to communicate with pt's generators. Troubleshooting was unable to resolve the event. The wand had been received and is awaiting analysis.